Event description:
Information received by medtronic indicated that customer reported pump and was not able to see the set changes in the reports. Customer stated they do not have a computer so they were not able to upload to carelink personal. No harm requiring medical intervention was reported. Troubleshooting was performed, and the issue was not resolved. The customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap locked into the reservoir tube successfully. No priming or filling anomalies noted during testing. Changed audio/vibrate options, display options and time and date options during testing and let the pump sit for 4 days to observe any altering setting anomalies. Pump time and clock options functioned properly. Battery was taken out and turned off pump and restarted pump to observe any altered settings anomalies. Settings were not altered after pump was restarted. Pump was cut open and found dried insulin in the motor slide, a corroded home switch, and evidence of moisture damage on pcba 1 and the force sensor. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, pillowing keypad overlay, overlay scratched case, broken battery tube threads, cracked case (battery tube), label damage (peeling). In summary, prime/fill anomaly was not confirmed during testing. Time/clock anomaly was not observed during analysis. Time/clock anomaly was not confirmed. Pump passed full drive test. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.